Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
It was reported per a call report that the indications for use were intra-aortic balloon pump (iabp) therapy. The m.d. Said that they have received he (helium) loss alarms, every 10-15 cardiac cycles, several times. The m.d. Stated there is no blood in the driveline and the pt is not moving; they had no alarms all day until now. According to the m.d. He has reset the alarm several times and only occasionally does it not alarm for a few minutes. The pump has now been off for 5 minutes during the call/discussion. The clinical support specialist (css) asked the m.d. To turn the pump back on and within ¿10 cardiac cycles¿ the pump (sn (B)(4)) alarmed helium loss. The css recommended that the iab be pulled as there is most likely a small hole in the membrane and there has not been physical evidence of such in the helium driveline. The css asked the m.d. If the pt is iabp dependent and the m.d. Said ¿no and once they pull the iab, he is going to then decide if the pt will need another insertion.¿ the m.d. Told the css that he feels the pt will be stable without another iab as the pt was a possible wean anyway. The iab was removed and not replaced.